Event description:
It was reported when using the bd pyxis¿ medstation¿ es , had a broken drawer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 on main had a multiple cubies failure. A field service engineer successfully reseated cables for half height drawer row board controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.